Event description:
Consumer called to report readings all over the range. Analysis run on clark error grid using mean average readings (54) vs. Bd readings of (24, 75, 33, 62, 47, 126) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.